Event description:
The patient underwent generator replacement due to battery depletion. The generator was returned for analysis. Product analysis was completed and approved. The returned battery showed an ifi-yes condition. During the visual assessment, the generator was opened and contaminates were observed on the trimmed edge of the pcba. The generator diagnostics were as expected for the programmed parameters. Prior to removing the contaminates found on the pcba, the device failed several electrical tests. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions (increased consumption; out of specifications). The design history record was reviewed for the generator and confirmed that this device was manufactured with laser routing.